Event description:
Dr reported when he took the drapes and ioban off the patient during surgery, he did notice area of missing pigmentation. He then assessed the patient during the post op visit and reported back to the cvor clinical leader.